Event description:
Boston scientific received information from another manufacturer's field representative, that during a routine device replacement procedure, a torque wrench was unable to be inserted into the device header to loosen the setscrews and remove the right atrial (ra) and right ventricular (rv) leads. Boston scientific technical services (ts) confirmed that the appropriate torque wrench was being used. It is unknown if the setscrews were able to be loosened and the device explanted. Several attempts were made to obtain additional information, however, no additional information is available at this time. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.